Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer advised to always complete rewind and load reservoir process before connecting back to set and to disconnect at the quick release. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited and pump alarmed no delivery. It was also reported that the cannula was bent. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.